Event description:
It was reported that during a lap nephrectomy, that the instrument was placed on vessel, closed, fired as normal yet would not release from vessel. Surgeon tried to open device, but was concerned as it was still attached to vessel. Converted to an open procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.